Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicoseligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, when the device was installed, the tab where the thread is tied was not observed. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.